Manufacturer narrative:
D10. Concomitants: 300-01-07 - equinoxe, humeral stem primary, press fit 7mm. 320-42-10 - equinoxe reverse 42mm humeral const liner +0. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-15-03 - rs glenoid plate l post aug, 8 deg, left.

Event description:
It was reported via clinical study that the 70 yo male patient experienced septic loosening. Rtsa was placed for chronic fracture / dislocation. Everything is now loose with positive frozen cultures. The date of event onset is on (B)(6) 2022. The patient was revised on (B)(6) 2023. The patient¿s outcome was last known as continuing.